Event description:
It was reported that the lead developed high threshold requiring high programmed output. The lead was capped and replaced with a new lead. The device was also at elective replacement indicator (eri) earlier than expected. The device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.